Manufacturer narrative:
The device was received, investigation is not complete.

Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, upon tightening the sutures, a suture break occurred. A second proglide device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.